Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had thresholds that had increased and were noted to be high. Noise was also noted on stored episodes. The sensing integrity counter was noted to have incremented over the previous two months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.